Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Additionally, the play knob in all directions did not meet the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog the amount of water contact did not meet the standard value. Additionally, it was observed that there were foreign objects in the adhesive around the objective and light guide lens. It was also observed that there were foreign objects on the bending section cover and on the connecting tube. These findings were due to insufficient cleaning or handling of the scope. It was observed that the specified resolving power was not obtained (part of the image) due to damage on the charge coupled device unit. Additionally, it was observed that the image had black dot due to damage on the charge coupled device unit. It was also observed that the plastic distal end cover had a dent. It was observed that the: image guide protector, suction cylinder and the forceps channel port were shaved. It was observed that the control section and the knob in all directions were stained. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: image guide protector, control unit, scope cover, grip, switch one, universal cord, scope connector and on the scope connector cover. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that they generally inspect the device for malfunctions prior to use. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer confirmed that manual cleaning is started within an hour after the procedure. The customer confirmed that the air/water channel was flushed with water and air by using an mh-948 or other equipment. The customer confirmed that the surface is wiped during pre-cleaning. The customer confirmed that the surface is wiped/ brushed during manual cleaning. The customer confirmed that the device was appropriately rinsed before manual disinfecting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the gastrointestinal videoscope had a gastroscopy angulation problem. The reported issue was discovered during maintenance. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle. Also, there were foreign objects in the adhesive around the objective and light guide lens. Also, there were foreign objects observed on the bending section cover and on the connecting tube which are all reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.